Manufacturer narrative:
The reported defect device has been returned to the manufacturer. An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up info will be sent via a follow up medwatch. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. As reported, the pt suffered no permanent harm or injury due to the event. (B)(4).

Event description:
As reported on (B)(6), 2013, pt of unk age, gender presented for an endovenous laser procedure. It was reported that during the procedure, when the treating physician fired the laser fiber during pull back, the physician noticed no bubbles were present. Using ultrasound, it was noted the tip of the fiber had fractured off inside of the pt. The fractured piece was successfully removed via a cut down. The fiber was set aside and the procedure was successfully completed using a new of the same device. It was reported the pt was not permanently harmed or injured due to this event. The disposable device has been returned to the manufacturer for eval.